Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received and electronic data, the reported incident is verified to have occurred, but the cause could not be determined.

Event description:
Related manufacturer ref: 3005334138-2020-00392, 3005334138-2020-00393. During the procedure, a clinically significant delay was noted. During the procedure, the tacticath was not recognized and a second tacticath was used which resolved the issue. However, the lsi/sti values did not update as expected. The tactisys was power cycled but the issue remained. The optical port on the tactisys was cleaned, which did not resolve the issue. A third tacticath was used to continue the procedure. During the last hour of the procedure, the generator started to not deliver power despite the data be displayed as expected. When ablation was attempted to be delivered, the impedance reading dropped to approximately 94 ohms. The issue occurred several times and when the systems were power cycled, the issue remained. It was also noted that the ampere foot pedal did not function as well. The foot pedal was unplugged and reseated on the ampere system, and then the ablation functionality returned. The procedure was then completed with no adverse consequences to the patient. However, a clinically significant delay in procedure was noted.